Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling better since implant of the left ventricular (lv) lead. It was noted that the lv lead placement was actually capturing the right ventricle by morphology. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.